Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that after a power outage, the cns won't boot up. It was stuck at the loading os screen. Device has raid hard drive set up. Nk tech support assisted customer in removing the secondary drive and manually boot up device with the primary hard drive. Investigation summary: based on the information provided, the root cause of the boot up issue was due to hospital's power issue. Specifically, the power outage caused abrupt loss of power to the device, causing corruption to one of the raid hard drives. When the backup drive was used to boot up the device and allow the system to recover, the issue was resolved. It has not re-occurred. No CAPA is required.

Event description:
The customer reported that the central nurse's station (cns) was not booting up and was stuck at the "loading os" screen after the hospital experienced a power outage.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not booting up and was stuck at the "loading os" screen after the hospital experienced a power outage. Nihon kohden technical services (nk ts) advised the customer to power down the cns and remove the secondary hard drive from the lower port. They were then able to boot up the cns with the primary hard drive in the top port. Nk ts also advised the customer to allow the cns to run for at least an hour to read/write new data before inserting the secondary drive and performing a raid rebuild. No patient harm or injury was reported. No further assistance is necessary. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) was not booting up and was stuck at the "loading os" screen after the hospital experienced a power outage.